Event description:
Additional information received indicates the cultures were negative for infection and the incision sites are healing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04761. It was reported a suspected infection was noted at the ipg site. Surgical intervention took place on (B)(6) 2021 wherein the physician opened the lead and ipg site and irrigated both with saline. After examining the sites, the tissue looked irritated but did not appear infected.